Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to implant fracture. The spine fractured off of the articular surface. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a4, b4, b5, g3, g6, h1, h2, h3, h6, and h10. Visual examination of the provided picture identified an articular surface with the post fractured off. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.